Event description:
It was reported to philips the battery failed. There was no patient involvement or harm. This event was reported to have occurred outside of clinical use. The customer spoke with a philips remote service engineer (rse). The customer replaced the battery previously, however, that battery would not hold a charge. The customer attempted to restart the device, but that did not resolve the issue. The rse advised replacing the battery again. Following the evaluation of the device, the field service engineer replaced the battery to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. Based on the information provided and service performed, the customer's alleged malfunction was confirmed to have failed to meet specifications. The customer's alleged malfunction was confirmed, and it was determined that the root cause was the battery.

Manufacturer narrative:
(B)(6).